Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
Customer reported receiving a glucose result of 107 mg/dl on their precision xtra blood glucose meter. Customer reported feeling tired, felt as if they were having trouble walking, and reported experiencing memory loss. Customer's son called the paramedics, and when the paramedics arrived a glucose result of 56 mg/dl was obtained on an unknown brand of glucose monitor. Customer was transported to a local emergency room where they were diagnosed with hypoglycemia. Customer's insulin dosage was modified, and sugar water was administered in order to stabilize glucose levels.